Manufacturer narrative:
(B)(4); following confirmation of explant, this event will be further updated.

Event description:
Boston scientific received information that during a routine in office follow-up, remaining longevity of this device showed a greater than expected drop. The previous visit, approximately four months prior, exhibited a remaining longevity of 74%, with the current measurement now at 32%. The field representative confirmed no therapy had been delivered and a call was placed to technical services for a longevity calculation. No interrogation error nor fault codes had been observed and no adverse patient effects reported. Subsequently, engineers confirmed an abnormal rate of depletion due to a high current drain. Recommendation to have device replaced and sent back for analysis. The patient was later seen for follow-up and a software update; however, this was unsuccessful due to the remaining battery capacity. The device is currently at the elective replacement indicator (eri) and replacement again recommended.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine in office follow-up, remaining longevity of this device showed a greater than expected drop. The previous visit, approximately four months prior, exhibited a remaining longevity of 74%, with the current measurement now at 32%. The field representative confirmed no therapy had been delivered and a call was placed to technical services for a longevity calculation. No interrogation error nor fault codes had been observed and no adverse patient effects reported. Subsequently, engineers confirmed an abnormal rate of depletion due to a high current drain. Recommendation to have device replaced and sent back for analysis. The patient was later seen for follow-up and a software update; however, this was unsuccessful due to the remaining battery capacity. The device is currently at the elective replacement indicator (eri) and replacement again recommended. Subsequently, the device was explanted. No information communicated at the time of replacement and it is unknown if the unit will be returned for analysis.

Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine in office follow-up, remaining longevity of this device showed a greater than expected drop. The previous visit, approximately four months prior, exhibited a remaining longevity of 74%, with the current measurement now at 32%. The field representative confirmed no therapy had been delivered and a call was placed to technical services for a longevity calculation. No interrogation error nor fault codes had been observed and no adverse patient effects reported. Subsequently, engineers confirmed an abnormal rate of depletion due to a high current drain. Recommendation to have device replaced and sent back for analysis.